Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received indicating that a cadd legacy plus, mdl 6500, pump was alarming no disposable, pump won't run. Per reporter there was a small chemo spill when the cassette was removed and that the same alarm occurred the night before. It was reported that the clinic replaced the pump for the end user. No adverse patient effects were reported. No additional information is available at this time.